Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that it was taking longer to charge than it did before. Patient indicated they used to have to charge every 3 days but now has to charge every day. No symptoms were reported at this time.